Event description:
It was reported that patient underwent a total knee arthroplasty in 2009. Subsequently, a revision was performed six months later, and the tibial tray was removed. It was additionally reported that no infection was found and there was loosening at the tibial tray and cement interface. No further information has been received to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Date implanted - 2009.